Event description:
The event occurred on an unknown date involving a chemolock¿ vial spike, 20mm where a leak due to concave vial stopper was reported. It was also reported that the customer has had issues with leaking occurring from a bottle of paclitaxel 300mg/50ml (athenex) using the ICU medical closed system. They have been following the directions provided to twist the chemolock vial spikes back and forth after inserting into concave stoppers to seat it fully but still after following these instructions, they are still leaking. There was unknown patient involved and unknown human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.